Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-13534. Related manufacturer reference number: 2017865-2021-13536. It was reported that the patient was admitted to the hospital due to capsular infection and rupture. On (B)(6) 2021, the pacemaker and two leads were explanted and replaced. The patient was stable post procedure.